Manufacturer narrative:
Concomitant therapies: corticoid (illegible) cream with sodium heparin. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema, desquamation, erythema, ulceration and hematoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events: contra-indications ¿ do not inject juvéderm® voluma¿ with lidocaine in the periorbital area (eyelid, under-eye area, crow¿s feet), in the glabellar region or in the lips. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. ¿ haematomas. ¿ patients must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment. ¿ any other undesirable side effects associated with injection of juvéderm® voluma¿ with lidocaine must be reported to the distributor and/or to the manufacturer. Method of use-posology ¿ juvéderm® voluma¿ with lidocaine is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured.

Event description:
Healthcare professional reported an injection of juvéderm¿ voluma¿ with lidocaine into the patient's back of the nose, ¿puerte¿, tip and nasolabial angle for "rhinomodelation". The patient was concomitantly taking levothyroxine. The patient was pre-treated with an antiseptic and treated post injection with ¿corticoid (illegible) cream with sodium heparin¿. The day of injection the patient experienced ¿local edema, desquamation, erythema, ulceration¿ and hematoma at the injection site. The patient was treated with hyaluronidase and symptoms resolved a week later.